Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 11/30/2025, at approximately 5:00 pm, the patient¿s roommate reported that the patient became unresponsive, exhibiting rolled-back eyes, foaming at the mouth, muscle rigidity, and unconsciousness for about 10 minutes. These symptoms occurred the day after a sensor was applied to the patient¿s arm. No egv readings, alerts, or alarms were noted at the time of the event. The roommate called 911, and paramedics arrived around 5:15 pm. No treatment was administered prior to their arrival. Upon assessment, the patient¿s manual bg was approximately 94 mg/dl, while the tandem t:slim x2 pump displayed an egv of 140 mg/dl. The patient could not recall cgm values prior to the episode. Paramedics administered glucose gel before transporting the patient to the emergency department (ed). At approximately 6:00 pm in the ed, the patient¿s bg was 140 mg/dl and egv was 190 mg/dl. Treatment included IV fluids, IV magnesium, and IV morphine for headache management. The patient remained in the ed until shortly before 11:00 pm. Prior to discharge, manual bg was 256 mg/dl and cgm reading was 258 mg/dl. No documented intervention for rebound hyperglycemia was noted. The patient was stable upon discharge. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b and a zone of the parkes error grid. No additional patient or event information is available.